Manufacturer narrative:
Updated: b5, b7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during assembly, the valve showed signs of an infold. The valve was replaced with another valve, and the patient received the transcatheter valve as scheduled. No patient complications were reported as a result of this event. Additional information was received that the first valve presented with a fold during assembly. An attempt at release was made without success. A recapture was performed and the system replaced. The patient remained stable. The second valve presented the same assembly difficulty with the presence of a fold. The 0.9% saline solution was changed to a colder one and the prosthesis was reassembled. A decision was made to proceed with release and perform a post-implant balloon dilation. After a second balloon dilation the prosthesis fully expanded. Additional information was received that the infolds were not attributed to patient's anatomy but rather to the assembly. The infold of the first valve was detected visually and with fluoroscopy. It was reported that there was no procedural delay. The second valve presented the same infold, was reassembled, and suspending the procedure was considered due to the risks, but it was opted to proceed with the implantation. After the post-implant balloon dilation, the infold was removed.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during assembly, the valve showed signs of an infold. The valve was replaced with another valve, and the patient received the transcatheter valve as scheduled. No patient complications were reported as a result of this event. Additional information was received that the first valve presented with a fold during assembly. An attempt at release was made without success. A recapture was performed and the system replaced. The patient remained stable. The second valve presented the same assembly difficulty with the presence of a fold. The 0.9% saline solution was changed to a colder one and the prosthesis was reassembled. A decision was made to proceed with release and perform a post-implant balloon dilation. After a second balloon dilation the prosthesis fully expanded.

Manufacturer narrative:
Continuation of d10: product ID l-evprop34 (lot: 0012710782); product type: 0195-heart valves; product ID d-evprop34 (lot: 0012129775); product type: 0195-heart valves product ID gwbc30 (lot: 92402815); product type: 0193-guidewire; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during assembly, the valve showed signs of an infold. The valve was replaced with another valve, and the patient received the transcatheter valve as scheduled.

Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review of the event. The patient¿s executive summary was included, permitting a full anatomical assessment. The patient¿s aortic valve appeared to be significantly calcified with an annulus perimeter that measured 82.1mm with a perimeter derived diameter of 26.1mm, suggesting a 34mm evolut. Fluoroscopic valve load inspection was performed and a misload appeared to be present by overlap beyond node 4. In this case, the valve was used for the procedure. Pre-implant balloon aortic valvuloplasty (bav) was performed three times for proper dilatation of the aortic valve. During the valve deployment attempt, an infold was evident. Evidence suggests that the infolded valve was recaptured and reportedly the system was replaced. A fluoroscopic valve load inspection was performed and a misload appeared to be present by overlap beyond node 4. It was reported that the same valve was reassembled, and subsequent fluoroscopic load inspection confirmed a good load. During deployment attempt with the new valve, an infold occurred. The infolded valve was released, prompting a post-implant dilatation which was performed twice with visible resolution of the infold. Final angiogram revealed an expanded valve with evidence of possible trace aortic regurgitation/paravalvular leak. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the 4th node was involved in the overlaps that occurred to the first and second valve.